Manufacturer narrative:
Follow-up received on 08-jul-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and had pelvic pain and excruciating back pain. These events are listed in the reference safety information for essure. Considering that essure may cause pelvic, abdominal and uncharacterized pain and that in this particular case, no alternative explanation was provided, both pelvic and back pain events are considered related to essure therapy. This case is regarded as incident since medical intervention was required to treat the chronic pain (in and out of emergency room for 3 years, percocet use and not as active as she used to be due to pain). No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempt, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via (B)(4) (case# mw5061991) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted. She reported she had excruciating pain on her back and pelvic pain where she could not walk. She had to call 911 because could not walk. She tested positive for many food allergy. She was always fatigued and had loss of hair. She had even seen a physiologist for feeling depressed. She had to quit work because of her pelvic pain. She also had long periods lasting 3-4 weeks and with very intercourse. She was not as active as she used to be because of her pain. She watches what she ate because now she was allergic to almost every food that she used to eat daily. She had been in and out of the emergency room for the past three years. Medication used: tylenol (paracetamol), claritin 24hr allergy (loratadine) tablet, and fluticasone nose spray (fluticasone) (nasal), xyzal (levocetirizine dihydrochloride), percocet (oxycocet), and vitamin d (cholecalciferol). Event date reported: (B)(6) 2013. Consumer assessed the event outcome as hospitalization, disability permanent damage, other serious (important medical event) but did not specify/assign to one of the events. Quality-safety evaluation of ptc received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and had pelvic pain and excruciating back pain. These events are listed in the reference safety information for essure. Considering that essure may cause pelvic, abdominal and uncharacterized pain and that in this particular case, no alternative explanation was provided, both pelvic and back pain events are considered related to essure therapy. This case is regarded as incident since medical intervention was required to treat the chronic pain (in and out of emergency room for 3 years, percocet use and not as active as she used to be due to pain). No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.